Event description:
Follow up information identified there was no reason given for the patient having stopped recharging the device. No other external devices were used in an attempt to recharge the ipg. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not charged the ipg in months. A company representative met with the patient and the ipg was not communicating with the patient's programmer or charger. The ipg had become inoperable. The patient is wanting to replace the ipg.